Event description:
It as reported the patient received an inappropriate shock due to atrial fibrillation with rapid ventricular response. The device was reprogrammed to the primary prevention parameters evaluation study parameters. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.